Manufacturer narrative:
(B)(6). The pump was returned to animas. All buttons were intermittently activating pump functions when pressed. Adhesive was found underneath the button contacts.

Event description:
The distributor reported that the up, down, and ok buttons were not activating pump functions when pressed.